Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother stated that the customer was in the emergency room due to hyperglycemia. The customer's mother stated that the customer had changed out her infusion set several times prior to the event, but her blood glucose remained elevated. Troubleshooting was performed. The programming on the insulin pump was correct. The prime and high pressure tests could not be performed because the mother stated that the tubing cap had broken off of the reservoir when the customer had accidently dropped the insulin pump. Nothing further was reported.